Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven catheter surface is confirmed and was determined to be related to the manufacture of the device. One 4 fr s/l powerpicc solo catheter with its t-lock assembly and 3cg stylet was returned for evaluation. An initial visual observation of the returned catheter showed no obvious use residues throughout the returned device. A tactile evaluation of the returned catheter shaft revealed the catheter to be uneven at the 21 cm depth marker, at the 40 cm depth marker, and at the 50 cm depth marker. A microscopic observation revealed unevenness on the catheter at the 21 cm depth marker to be slightly misshapen at a diagonal angle with a slightly different surface texture. A microscopic observation of the 41 cm and 50 cm depth marker showed nothing remarkable along the catheter shaft. The observation of deformation on the catheter shaft was determined to be related to the manufacture and extrusion process of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported before inserting the catheter into the patient the nurse feel uneven surface at 21 cm marking. No other information was provided.